Event description:
Boston scientific was notified of the following event that occurred on a pt, who suffered subarachnoid bleeding before the procedure and diagnosed with a left-sided pericallosal aneurysm (an add'l left-sided middle cerebral artery aneurysm was also present). The pt presented "nuclear" rigidity prior to the intervention without any add'l symptom. The aim of the procedure was to occlude the pericallosal aneurysm with gdc coils. While attempting to advance the transend ex .014"/205 platinum guidewire to the left anterior cerebral artery, the distal part broke and the blood flow took it away to the middle cerebral artery. Finally, the distal segment got stuck in the mca aneurysm. Afterwards, the blood flow in the mca got interrupted, suggesting that thrombosis occurred in the artery. Heparin was administered instantly, the pericallosal artery was occluded with 5 gdc coils. After the intervention, the pt presented a right-sided weakness and dysphasia. According to the interventionist, the fracture of the guidewire cannot be attributed to the technical circumstances of the procedure, but it could be related to the quality issues within the guidewire.